Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site. The lss repeated the questioned sample on the another au5800 analyzer, and the results were consistent. The lss also repeated the questioned sample on the another au5800 analyzer after high speed centrifugation, with no change. The sample was repeated on the other hospital's au5800 analyzer and roche instrument (cobas8000), and the results were still consistent. The failure mode is identified as discordance of results. The cause of the failure cannot be determined. No hardware parts was replaced. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a discordant result of ion selective electrode (ise) with johnson & johnson¿s (j&j, vitros5600). The customer questioned the ise results generated on their au5800 analyzer. J&j's result met clinical expectation. The j&j and au5800 were using same reference ranges. J&j tested with a different method. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.